Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices. It was reported to boston scientific corporation on (B)(6) 2018, that two flexiva 200 tractip laser fibers were opened for use in an unknown procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the fiber was noted to be already broken upon opening. A second flexiva 200 tractip laser fiber was opened and the same issue occurred. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.